Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that external insulation abrasion was noted at 5.8 cm to 7.0 cm from the connector pin consistent with lead friction to the device can. The etfe coating was intact at this location.

Event description:
This report is to advise of an event observed during analysis.